Manufacturer narrative:
The investigation has determined that reproducible, discordant reactive results were obtained on a patient using vitros anti hav igm (ahavm) reagent lot 5540 tested on a vitros 5600 integrated system. The assignable cause of the event could not be determined. An unidentified sample interferent could not be ruled out as contributing to the event. The volume of patient sample was depleted at the site and no additional testing to identify an unidentified sample interferent could be performed. Diagnostic within-run precision testing indicates the vitros 5600 integrated system was performing as intended and did not likely contribute to the event. Historic quality control results obtained during the timeframe of the event, including on the date of the event, indicated that vitros ahavm reagent lot 5540 was performing as intended and did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahavm reagent lot 5540. Email address for contact office above is (B)(6).

Event description:
The investigation has determined that reproducible, discordant (B)(6) results were obtained on a patient using vitros anti hav igm (ahavm) reagent lot 5540 tested on a vitros 5600 integrated system. Patient sample results of (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant reactive vitros anti hav igm results were not reported outside of the laboratory and there is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).